Event description:
Ous MDR - probing of the a. Fibularis with a v18 guide wire and pta of the truncus stenosis with a 3x20 mm balloon, antegrade access. The branch-off of the a. Tibialis anterior could be probed with the help of a guide catheter. Further advance of the v18 wire, under guidance of a balloon catheter, was possible. The affected passeo-18 balloon catheter was successfully inflated up to 5 bar three times. Then the balloon couldn't be deflated. The balloon could be loosened in the vessel and pulled upwards. During the retraction through the 5f shunt, the balloon catheter was damaged.

Manufacturer narrative:
Ous MDR - the affected passe-18 balloon catheter was successfully inflated 3 times. Following the third inflation, it was no longer possible to deflate the balloon. The balloon could be loosened in the vessel, pulled upwards to the 5f shunt, and removed through it. During the retraction through the shunt, the balloon catheter was damaged. The analysis of the instrument complained about shows that the proximal welding between outer shaft and balloon has been torn. The balloon surface itself shows no damage, the shaft no deformation. The outer diameter of the x-ray markers is within specifications. In a simulation on products from the identical batch, it could be shown that the proximal x-ray marker can be pulled in proximal direction by pulling on the inflated catheter. This leads to a narrowing of the balloon lumen and thus, makes deflation more difficult. In summary, based on the provided info and our investigation results, we must assume that it had been attempted to pull back the catheter with the inflated balloon and to deflate it only afterwards. In the instructions for use, it is pointed out in the chapter "removal of the dilation catheter" under point 19 that negative pressure must be applied at least for 30-60 seconds to ensure a complete removal of the entire inflation medium. According to the IFU, attention must also be paid to ensuring that the negative pressure is maintained with the help of the inflation device. From this it can be concluded that there must already be negative pressure in the balloon before the catheter retraction can begin. As part of the risk analysis, which is part of the conformity evaluation file, the incident was classified as improbable, (B) (4)